Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient enrolled in a clinical study and underwent a left partial knee arthroplasty on an unknown date. Subsequently, an irrigation and debridement procedure was preformed on (B)(6) 2007 due to wound dehiscence. The polyethylene bearing was removed and replaced.